Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the hex wrench failed to fit in the set screw on the pacemaker. The pacemaker was not installed and the procedure was completed using an alternate device on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of the hex wrench failed to fit in the right ventricular (rv) set screw port on the pacemaker could not be confirmed. Visual inspection found rv setscrew inset on the pacemaker stripped consistent with user attempts to insert and turn the hex wrench at an angle resulting in stripping of the walls. Electrical, mechanical and longevity assessment were normal. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.